Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump was found to have experienced an open key press mtr, which interrupted delivery and was associated with the removal of an unknown set. There was no reported patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. A batch review could not be performed as the lot number is unknown. The device used in this situation is unknown; therefore, it does not contain a us 510k number.